Event description:
Reports pt expired suddenly. When device interrogated at morgue high battery impedance as well as battery depletion noted. The cause of death is unknown at this time. The high battery impedance noted during device interrogation is likely due to cooler body temperature in morgue. The actual device has not been received for analysis.